Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("left essure device was outside of the fallopian tube/ essure coil from the left tube had migrated to the omentum in the upper abdomen, was embedded in the omentum") and ectopic pregnancy with contraceptive device ("possible ectopic pregnancy/ right tubal pregnancy in the midportion of the right fallopian tube") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "both fallopian tubes were patent" on (B)(6) 2010. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain, abdominal pain lower and back pain, ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia"), fatigue ("fatigue"), migraine ("migraines"), paraesthesia ("paresthesia"), constipation ("constipation"), cervical dysplasia ("cervical dysplasia"), adenomyosis ("possible adenomyosis"), vaginal haemorrhage ("spotting") and abdominal adhesions ("adhesion to the right abdominal sidewall"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (right salpingectomy, fulguration of endometriosis implants) and surgery (dilation and suction curettage, bilateral tubal cautery and excision of ectopic essure coil). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, dyspareunia, menorrhagia, fatigue, migraine, paraesthesia, constipation, cervical dysplasia, adenomyosis, vaginal haemorrhage and abdominal adhesions had resolved. The reporter considered abdominal adhesions, adenomyosis, cervical dysplasia, constipation, device dislocation, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, menorrhagia, migraine, paraesthesia and vaginal haemorrhage to be related to essure. The reporter commented: before essure, plaintiff¿s menstrual periods were not nearly as painful, and she had no problem with going about her daily life. On (B)(6) 2013, plaintiff underwent a dilation and suction curettage, right salpingectomy, bilateral tubal cautery, fulguration of endometriosis implants and excision of ectopic essure coil. Plaintiff has not been tested for a nickel allergy, but cannot wear fake or costume jewelry, which often which contains nickel due to skin irritation. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: possible adenomyosis. Plaintiff had an hsg exam on (B)(6) 2010 which showed that the right fallopian tube had spillage of contrast into the peritoneum. On (B)(6) 2010, plaintiff underwent another hsg and it showed both fallopian tubes were patent. On (B)(6) 2013, a transvaginal ultrasound revealed a possible ectopic pregnancy and that the left essure device was outside of the fallopian tube. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left essure device was outside of the fallopian tube/ essure coil from the left tube had migrated to the omentum in the upper abdomen, was embedded in the omentum') and ectopic pregnancy with contraceptive device ('possible ectopic pregnancy/ right tubal pregnancy in the midportion of the right fallopian tube') in a 34-year-old female patient who had essure (batch no. 619619) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "both fallopian tubes were patent" on (B)(6) 2010. The patient's medical history included ovarian cyst, endometriosis and pelvic adhesions. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain, abdominal pain lower and back pain, dyspareunia ("dyspareunia"), heavy menstrual bleeding ("menorrhagia"), fatigue ("fatigue"), migraine ("migraines"), paraesthesia ("paresthesia"), constipation ("constipation"), cervical dysplasia ("cervical dysplasia"), adenomyosis ("possible adenomyosis"), vaginal haemorrhage ("spotting") and abdominal adhesions ("adhesion to the right abdominal sidewall") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (right salpingectomy, fulguration of endometriosis implants, right ovarian cystectomy, d &c,). Essure was removed on (B)(6)2013. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, dyspareunia, heavy menstrual bleeding, fatigue, migraine, paraesthesia, constipation, cervical dysplasia, adenomyosis, vaginal haemorrhage and abdominal adhesions had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal adhesions, adenomyosis, cervical dysplasia, constipation, device dislocation, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, heavy menstrual bleeding, migraine, paraesthesia and vaginal haemorrhage to be related to essure. The reporter commented: before essure, plaintiff¿s menstrual periods were not nearly as painful, and she had no problem with going about her daily life. On (B)(6) 2013, plaintiff underwent a dilation and suction curettage, right salpingectomy, bilateral tubal cautery, fulguration of endometriosis implants and excision of ectopic essure coil. Plaintiff has not been tested for a nickel allergy, but cannot wear fake or costume jewelry, which often which contains nickel due to skin irritation. Discrepancy noted in date of insertion-(B)(6) 2009,(B)(6) 2009 diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: results: possible adenomyosis. Diagnostic results: plaintiff had an hsg exam on (B)(6) 2010 which showed that the right fallopian tube had spillage of contrast into the peritoneum. On (B)(6) 2010, plaintiff underwent another hsg and it showed both fallopian tubes were patent. On (B)(6) 2013, a transvaginal ultrasound revealed a possible ectopic pregnancy and that the left essure device was outside of the fallopian tube. Most recent follow-up information incorporated above includes: on 27-jul-2021: mr received-lot number added. New reporter, medical history,removal details were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left essure device was outside of the fallopian tube/ essure coil from the left tube had migrated to the omentum in the upper abdomen, was embedded in the omentum') and ectopic pregnancy with contraceptive device ('possible ectopic pregnancy/ right tubal pregnancy in the midportion of the right fallopian tube') in a 34-year-old female patient who had essure (batch no. 619619) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "both fallopian tubes were patent" on (B)(6) 2010. The patient's medical history included ovarian cyst, endometriosis and pelvic adhesions. Plaintiff had an hsg exam on (B)(6) 2010 which showed that the right fallopian tube had spillage of contrast into the peritoneum. On (B)(6) 2010, plaintiff underwent another hsg and it showed both fallopian tubes were patent. On (B)(6) 2013, a transvaginal ultrasound revealed a possible ectopic pregnancy and that the left essure device was outside of the fallopian tube. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain, abdominal pain lower and back pain, dyspareunia ("dyspareunia"), heavy menstrual bleeding ("menorrhagia"), fatigue ("fatigue"), migraine ("migraines"), paraesthesia ("paresthesia"), constipation ("constipation"), cervical dysplasia ("cervical dysplasia"), adenomyosis ("possible adenomyosis"), vaginal haemorrhage ("spotting") and abdominal adhesions ("adhesion to the right abdominal sidewall") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (right salpingectomy, fulguration of endometriosis implants, right ovarian cystectomy, d &c,). Essure was removed on (B)(6)2013. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, dyspareunia, heavy menstrual bleeding, fatigue, migraine, paraesthesia, constipation, cervical dysplasia, adenomyosis, vaginal haemorrhage and abdominal adhesions had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal adhesions, adenomyosis, cervical dysplasia, constipation, device dislocation, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, heavy menstrual bleeding, migraine, paraesthesia and vaginal haemorrhage to be related to essure. The reporter commented: before essure, plaintiff¿s menstrual periods were not nearly as painful, and she had no problem with going about her daily life. On (B)(6) 2013, plaintiff underwent a dilation and suction curettage, right salpingectomy, bilateral tubal cautery, fulguration of endometriosis implants and excision of ectopic essure coil. Plaintiff has not been tested for a nickel allergy, but cannot wear fake or costume jewelry, which often which contains nickel due to skin irritation. Discrepancy noted in date of insertion: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: results: possible adenomyosis. Diagnostic results: lot number: 619619 manufacturing date:2009-02 expiration date:2012-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 5-aug-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.